Event description:
5/1/91 pt had bipolar r hip prosthesis inserted with post-operative wound infection treated. 7/6/93 patient presents at the emergency room with infection of r hip with an open sinus tract treated with incision and drainage cultures and antibiotics.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: unanticipated long term complication of procedure. Conclusion: there was no device failure, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.